Event description:
The customer was hospitalized with high blood sugars. Troubleshooting revealed that the programming was incorrect. Explained the importance of the programming and how it effects the blood sugars.